Event description:
A wildcat catheter was used to address a chronic total occlusion of the superficial femoral artery. The physician advanced the device against resistance in what was described as a heavily calcified cap in the vessel. After repeated advancements, the physician elected to remove the device but in doing so retracted against resistance and the distal tip broke off. The detached tip was confirmed on radiograph to be embedded in calcium. Physician decided not to retrieve the tip from the vessel since he determined that there was no medical concern for the patient since it was a nonfunctional vessel. The patient was sent home that day. No extra treatment from the event was required. Other than the tip, no other component of the device was missing. Review of lot release testing noted that devices from this lot met specification for catheter tensile strength. The IFU for this device states a precaution to determine the cause of resistance to movement of the catheter before proceeding with manipulation of the device.